Event description:
This lead was implanted on (B)(6) 2012 and remains active at this time. Erosion confirmed by medical representative. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).